Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that one patient sample is demonstrating non-linearity with the architect i2000 ca 19-9 assay (lot 53018m100). Previously, this patient generated a ca 19-9 result of 1100 u/ml. The current sample generated an initial result of >1200 u/ml. The customer tested the following dilutions with the following results: auto-dilution (1:10) = 700 u/ml, manual (1:2) = 1170 u/ml, manual (1:4) = 964 u/ml, manual (1:8) = 720 u/ml, and manual (1:16) = 608 u/ml. All controls have been within specifications. The customer suspects a non-specific reaction for this sample. No other patient information is available except that the patient is from the surgical unit. There is no impact to patient management reported. An investigation is pending.